Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and investigated. The gripper arms were able to be raised and lowered while simulating a mitraclip procedure; therefore, the gripper actuation issue was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The device was used in the tricuspid valve. It should be noted that the mitraclip instructions for use states under the intended use section that the mitraclip nt system is intended for reconstruction of the insufficient mitral valve through tissue approximation. The investigation determined the reported gripper actuation issue likely manifested as a result of the extreme curvature placed on the steerable guide catheter (sgc) in order to access the tricuspid valve. As there were no issues observed to gripper actuation during water bath testing simulating curvature to the mitral valve, the reported user issue is likely related to extreme curves used during the off-label use of the device. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The clip delivery system (cds) was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The second cds, lot 60921u189, referenced is filed under a separate medwatch report number.

Event description:
This report is filed for the gripper actuation issue of the first clip delivery system (cds), (lot 60923u142) which has the potential to cause or contribute to serious injury. It was reported that the mitraclip steerable guide catheter (sgc) and the first cds, lot 60923u142 were inserted to the tricuspid valve. When the grippers on the cds were lowered to grasp, only one of the two grippers responded to use of the gripper lever. The cds lot 60923u142 was removed and replaced with another cds. The second cds lot 60921u189 was inserted to the right atrium and the gripper function was tested with the same amount of extreme curve on the sgc. Only one gripper lowered and it was suspected that the extreme curve on the sgc might be causing too much tension in the gripper line housing. The sgc was straightened in the superior vena cava and both grippers on the cds functioned correctly. The procedure was aborted because a lot of curve is needed on the sgc to reach the tricuspid valve. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.